Event description:
Additional information was received from the patient. The patient said that upon looking more closely at the recharger cord, they saw there was some breakage on the rubber coating over the cord at the area where it enters the donut. The patient stated the replacement recharger eliminated the issues. The patient noted they were a chronic back/hip/sciatic pain sufferer that the therapy from their implanted devices assist with. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3:  analysis of the recharger nlf029031n found insulation is torn right where it goes into the coil. H6: fdc 12 fdm 10 and fdr 144 apply to the recharger. The previously submitted codes fdm 4117 fdr 3227 fdc 67 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient recharger isn't working. The recharger gets hot where it goes into the coil. Patient said she had two controllers because she lost it and got it replaced, but then found her old one now, but neither of the controllers worked with her recharger. Patient said she puts the controller on to charge at night and she has a binder that she puts it on, to make sure it stays in place when she sleeps. On thursday, she noticed it took a long time to charge, it took all night and almost all day, and was not getting anything from ins; it wouldn't come on. The controller showed ins was completely empty. Since then, patient have been without therapy. Friday, patient plugged in the recharger and was charging for an hour and all of sudden she felt like someone was holding a match over her ins on the backside. It was really sharp nerve ending pain. The pain happened 2-3 times for probably 20 second at a time. Patient took recharger off her ins and ins was still not charged. When patient looked at the recharger on friday, she noticed the plastic coding seemed to be worn. A replacement recharger is requested. No patient symptoms were reported. No further complications were reported or anticipated.